Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Per package insert pain and instability are known adverse effects of the tka procedure. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The following sections were updated. Customer has indicated that the product will not be returned to zimmer biomet for investigation as they are unavailable. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Concomitant medical products: catalog #: 42500606802, femur cemented posterior stabilized (ps) standard right size 10, lot # 62470177; catalog #: 42532007102, tibia cemented 5 degree stemmed right size e, lot # 62662008; catalog #: 42540000035, all poly patella cemented 35 mm diameter, lot # 00062517716.

Event description:
It was reported that a patient had a revision due to pain and instability which included the removal of the tibial lining.